Event description:
It was reported that the foley catheter was difficult to fill with water. Water did not enter during pre-test.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event is confirmed manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with sample port connector and syringe. Visual inspection of the sample noted using the return syringe, attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and encountered strong resistance as solution would not go pass inflation lumen. Dissected inflation lumen and blockage was present along the inflation lumen at the trifurcation. This is out of specification per ip7601841, revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". This specific complaint allegation was part of a broader investigation captured in CAPA 11881143. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was difficult to fill with water. Water did not enter during pre-test.